Manufacturer narrative:
A ge svc rep performed an onsite investigation. The voltage on the monitor's power supply was adjusted. The dvd, handswitch, and the ethernet connector were replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that intermittently the system's touchscreen would not work and when using the handswitch the system displayed an x-ray switch security error. No pt injury was reported.